Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had physical damage on the insulin pump. Customer stated that the lancet device is not working and it seems like the spring is broken. Customer stated that the pump has broken from the upper corner and it is not allowing her to put her vial in. Customer stated that there are cracks on the reservoir compartment. Customer works with horses and thinks that it might have caused the damage. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked and cracked reservoir tube lip.